Manufacturer narrative:
Product/particle was not available for evaluation. Root cause can not be determined in this investigation.

Event description:
The customer reported two patients had fibers in the wound on the post-op visit. Additional information has been requested.